Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation results when received. A review of the manufacturing records indicated that the product met specifications upon release. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on a monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is not known if user or procedural factors may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that during use the dpt provided an incorrect arterial pressure values of 45/25 mmhg. There was no error message displayed. The values were compared using a non-invasive arm cuff on both arms, which provided a pressure value of 75/55 mmhg. These values were considered the correct ones as per clinical patient status. The patient was not treated according to the incorrect pressure values since the discrepancy issue was noticed. No patient complications were reported.

Manufacturer narrative:
One single dpt kit was returned for examination. Priming solution was visible inside of the kit. The reported event of lower pressure reading was not confirmed. The dpt zeroed and sensed pressure accurately on a pressure monitor. The pressure reading was also stable during an 8-hour output drift test. Electrical testing also showed that the dpt electronic components were intact because both input and output impedances were within specifications. Zero-offset also met specification. No leakage or occlusion was detected from the dpt kit during a pressure test. In addition, there was no visible damage observed from the dpt kit. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. It is not known if some user or procedural factors may have contributed to the event. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.